Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned for analysis.

Event description:
It was reported that during implant, the lead measured high impedance and oversensing. The r-wave measured greater than 30mv in bipolar and 9mv in unipolar, and the bipolar impedance was greater than 4000 ohms. The lead was not used and was replaced. No patient complications have been reported as a result of this event.